Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) had some difficulty locking the inline-offset impactor in the end effector, but he was able to lock it. After the case, I looked and the silver piece at the end snapped out. Tha case.

Manufacturer narrative:
Reported event: it was reported that the locking mechanism of the end effector was found to be damaged after it was difficult to lock after the case. Product evaluation and results: visual inspection: visual inspection confirms failed locking mechanism. Discoloration and wear is seen on the 202862 hip ball retainer. Visual inspection confirms the 202857 dowel pin locates the 206966 reamer barrel is sitting lower than expected. This could make it difficult to insert or remove instruments from the end effector. Fracture marks are also seen at the degree markers of the 206966 reamer barrel. Visual inspection confirms a sheared off 202866 hip release knob. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 19410515 and (B)(4) including s/n (B)(4) accepted into final stock on 08/30/2016. Review of qt16-08-0108 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19410515 shows (B)(4) additional complaints related to the failure in this investigation. (B)(4). Conclusions: failure mode confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr. (B)(6) had some difficulty locking the inline-offset impactor in the end effector, but he was able to lock it. After the case I looked and the silver piece at the end snapped out. Tha case.